Manufacturer narrative:
Batch review performed on 09 april 2021: lot 1910404: (B)(4) items manufactured and released on 16-mar-2020. Expiration date: 2025-03-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch reviews performed on 09.04.2021: cup: versafitcup cc trio 01.26.45.0048 acetabular shell cc trio ø 48 (k103352) lot 1906905: (B)(4) items manufactured and released on 11-nov-2019. Expiration date: 2024-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot 1908984: (B)(4) items manufactured and released on 5-feb-2020. Expiration date: 2025-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The liner revised in the complaint is not marketed in the USA. Clinical evaluation performed by medacta medical affairs manager: delayed infection in cementless tha, 9 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed after 9 months from the primary surgery due to an infection. All implants were revised.